Event description:
It was reported that at the implant procedure, the physician noted a difference in the right ventricular lead in that it felt "sticky" as if the poly coating had not been applied and appeared to stick to the atrial lead at times. The lead was implanted and remains in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.